Event description:
It was reported that there was a malfunction on the pump, with a malfunction code of malf 5, and it was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump with updated software by tandem technical support. Instructions and training for the new pump were provided, and the customer was instructed to return the faulty pump using a pre-paid label within 10 days.